Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from an unspecified area. The customer could not determine the location of the leak. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.